Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm and blank display. Customer¿s blood glucose level was 132 mg/dl. The customer states failed battery alarm was able to cleared. The customer stated that when they restart the insulin pump the screen did not turn on. Troubleshooting was performed for failed battery alarm and blank display. The insulin pump will not be returned for analysis.